Manufacturer narrative:
The product investigation was completed. Device evaluation details: upon receipt, the catheter was visually inspected and it was found a hole at the pebax and reddish material inside it. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested and it was working properly, the force values were observed within specifications. However, the hole at the pebax with reddish material inside it could be related with the force issue. A manufacturing record evaluation was performed for the finished device 30430633m number, and no internal action related to the complaint was found during the review. The customer complaint regarding force issue was unable to duplicate during the product investigation however, the foreign material found inside the pebax area could be related to the reported issue. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
A patient underwent an idvt ablation procedure with a thermocool¿ smart touch¿ sf bi-directional navigation catheter for which biosense websters product analysis lab identified a hole in the pebax with reddish material inside. During the procedure, after some ablation and mapping had been completed, after zero-ing the stsf catheter, the contact force was displaying as "hi" on the carto 3 system. The catheter was unable to be zeroed. The cable was replaced: the catheter was re-zeroed again--successfully. However, after ablation was restarted the issue recurred. The catheter was replaced and the issue resolved. The procedure was completed without patient consequence. The force issue is not MDR-reportable. The hole in the pebax is MDR-reportable.